Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction surgery with two 600cc mentor memorygel breast implants experienced right sided rupture, pain in stomach and ribs, joint pain, heaviness in right arm post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient underwent bilateral removal and replacement with two 600cc mentor high profile breast implants on (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/5/2020, it was erroneously omitted to report this explantation date (B)(6) 2020 and reason for device explant and/or reoperation:rupture and generalized illness in follow up report 2. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 4/6/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).